Event description:
It was reported that a patient underwent a gynecological procedure procedure on (B)(6) 2011. During the procedure, the blade would not cut consistently. A second like device was used and the case was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4): blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.